Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the clinic with oversensing of noise observed on this right ventricular (rv) lead. A lead fracture was suspected as the cause. A revision procedure was performed and this lead was surgically abandoned and replaced. The device it was connected to, was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the clinic with noise observed on this right ventricular (rv) lead. A lead fracture was suspected as the cause of the noise. A revision procedure was performed and this lead was replaced. The device it was connected to, was explanted and replaced. No additional adverse patient effects were reported. Further information has been requested to confirm the current status of this lead.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the clinic with oversensing of noise observed on this right ventricular (rv) lead. A lead fracture was suspected as the cause. A revision procedure was performed and this lead was surgically abandoned and replaced. The device it was connected to, was explanted and replaced. No additional adverse patient effects were reported.